Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.

Event description:
It was reported that the patient presented in clinic for follow up. A leadless pacemaker firmware update was attempted, and telemetry was lost. The device inappropriately went into read only memory (rom) mode. The interrogation session was ended, and the device was able to be interrogated successfully afterwards. The device was restored to normal function. There were no patient consequences.